Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify excessive no delivery alarms due to motor error alarms. All of the buttons are responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No unexpected audio, beep anomaly or humming sound coming from pump anomaly noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer noticed this when attempting to change her infusion set. Customer also received a no delivery alarm and a motor error alarm during priming. Customer stated that the insulin pump made a loud humming sound. Troubleshooting was not performed as the buttons on the insulin pump were unresponsive. The insulin pump is being replaced. Customer's blood glucose reading at the time of the call was 182 mg/dl. No further information reported.